Manufacturer narrative:
Analysis of the pump found a motor feed through anomaly and shorting across the insulator and pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 20 mg/ml of bupivacaine at 12.4 mg/day and 25 mg/ml of dilaudid at 15.5 mg/day via an implantable pump. On (B)(6) 2017, it was reported that a premature elective replacement indicator (eri), low battery reset, reset, and safe state had occurred. The patient was seen on (B)(6) 2017 with an eri at 2 months. On (B)(6) 2017, the patient believed their pump was not working and the pump logs showed eri had occurred on (B)(6) 2017 and reset, low battery reset, and safe state occurred on (B)(6) 2017. It was reported that the alarm had not been heard, but had been confirmed. On (B)(6) 2017, the initial reporter information was provided and it was reported that the patient's pump was to be replaced. No symptoms were reported and no further complications were reported.